Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements of greater than 2000 ohms and was confirmed to be dislodged via chest x-ray. A surgical revision was performed and an attempt was made to reposition the lead. However, placement difficulty was noted as the helix would not deploy after 30 turns. When the lead was removed, tissue was found in the helix. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.